Manufacturer narrative:
Product complaint (B)(4). Investigation summary: service evaluation: product: 511.701 (compact air drive ii) / 36630 reported issue: 511.785/ 13723 attachment not working . 511.701/ 36630 handpiece not working. A visual and functional assessment was performed on the device according to se_070513 an. The following steps failed : step 130 : check fwd & rev mode function. During service/repair the following was observed (technician note): will not run -trigger defective, replaced faulty parts tested working ok. During the service evaluation the following failures were identified: functional : will not run, trigger defective. Conclusion: failure reported is confirmed root cause: faulty parts (3210), action :repair . Device history review: no manufacturing record evaluation required as no manufacturer or service related issue found.  This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: corrected data: upon further evaluation of the device, it was determined that the initially reported malfunction of a sticky trigger did not occur and therefore, is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and would not run. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had a defective trigger and would not run, and a sticky trigger. It was further determined that the device failed pretest for check for forward and reverse mode function. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.